Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d354trm, implanted: (B)(6) 2013; product ID: 6947m62, implanted: (B)(6) 2013; product ID: 419478, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 5076-52, analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that approximately a week after the device system implant, the patient developed and effusion that was confirmed with an echocardiogram. It was also reported that the patient¿s condition suddenly changed and went into shock due to an increase in the effusion. A perforation was suspected and a thoracotomy was performed to confirm that the lead had perforated the pericardium and damaged the pleura. The following day an infection was suspected and the patient developed pneumonia. The device detections were turned off and the patient expired. The infection was reported as not related to the device system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.